Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a driving cap thread broke off while disengaging the driving cap from the insertion on (B)(6) 2016. The device had been used in an unknown procedure, but broke during sterile processing after the procedure had been completed. Concomitant device: radiolucent insertion handle (part 03.010.486, lot 8807712, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the threaded driving cap (part number 03.010.523, lot number 8953357). The subject device was returned with the complaint condition stating the distal threads of the driving cap had broken off and were lodged in the returned radiolucent standard insertion handle (part number 03.037.486, lot number 8807712). The driving cap also showed signs of wear and impaction along the shaft and proximal end. The complaint was confirmed. A visual inspection, device history review (DHR), complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Replication of the complaint is not applicable as the device was returned broken. The returned radiolucent standard insertion handle (part 03.037.486, lot 8807712) was returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition. Drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The exact root cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: july 28, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.